Event description:
It was reported that, "patella dome sheared from pegs."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Device was thrown away by the or staff. If additional information becomes available, it will be submitted in a supplemental report.